Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon inserted the tfn nail and was inserting the helical blade and it would not go through. The surgeon pulled out the helical blade and partially pulled out the nail, discovering the locking mechanism on the nail was in the down position. The surgeon backed up the set screw, and inserted the nail and the helical blade to complete the procedure. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Implant date unkown. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)